Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 196 mg/dl. The customer stated that the alarm occurred during bolus and basal. The customer stated that the no delivery alarm was recurring. The customer was assisted in performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the infusion set.